Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4). The result from the meter was 3.5 inr. The result from a laboratory using dade innovin reagent was 2.6 inr. The sample was drawn within half an hour from the meter test. There was no allegation of an adverse event. The patient had no hematocrit concerns, took no blood thinners other than coumadin, and had no antiphospholipid antibodies. The therapeutic range was 2.0 to 3.0 inr. The suspect meter and strips were requested to be returned for investigation. The returned test strips were tested with comparable retention test strips on internal reference meters. Additional measurements were performed with masterlot #28632180 (recalibrated lot to rtf/09). Testing results: qc 1: 2.3 inr; qc 2: 2.3 inr; qc 3: 2.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. Retention test strips (lot 244031-14) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. No information was provided in the complaint case that would point to a cause for the result discrepancy.